Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded apparent essure coil at the proximal aspect'), device dislocation ('malposition of essure device location of device: right fallopian tube'), device breakage ('essure coil left consists of two fragments of stretched out coiled metallic material') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in a 39-year-old female patient who had essure (batch no. 626404) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida (5), parity 3 (date of live births: (B)(6) 2001, (B)(6) 2004, (B)(6) 2007.), hernia repair, dysfunctional uterine bleeding and adenomyosis. Concurrent conditions included sinus operation since (B)(6) 2008, urine incontinence and breast lump. In 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), myofascitis ("myofasciitis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypoaesthesia ("neurological conditions or problems type: numbness throughout body"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, myofascitis, bladder disorder, urinary tract disorder, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, myofascitis, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted). Patient report after essure removal most, if not all symptoms decreased soon thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: mr received : reporter added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded apparent essure coil at the proximal aspect'), device dislocation ('malposition of essure device location of device: right fallopian tube') and device breakage ('essure coil left consists of two fragments of stretched out coiled metallic material') in a 39-year-old female patient who had essure (batch no. 626404) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida (5), parity 3 (date of live births: (B)(6) 2001, (B)(6) 2004, (B)(6) 2007.), hernia repair, dysfunctional uterine bleeding and adenomyosis. Concurrent conditions included sinus operation since (B)(6) 2008, urine incontinence and breast lump. In 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), myofascitis ("myofasciitis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypoaesthesia ("neurological conditions or problems type: numbness throughout body"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, myofascitis, bladder disorder, urinary tract disorder, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, myofascitis, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted). Patient report after essure removal most, if not all symptoms decreased soon thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Lot number: 626404 manufacturing date: 2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality-safety evaluation of ptc. Seriousness criteria removed for pregnancy with contraceptive device. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded apparent essure coil at the proximal aspect'), device dislocation ('malposition of essure device location of device: right fallopian tube'), device breakage ('essure coil left consists of two fragments of stretched out coiled metallic material'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida (5), parity 3 (date of live births: (B)(6) 2001, (B)(6) 2004, (B)(6) 2007.), hernia repair, dysfunctional uterine bleeding and adenomyosis. Concurrent conditions included sinus operation since (B)(6) 2008, urine incontinence and breast lump. In 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), myofascitis ("myofasciitis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypoaesthesia ("neurological conditions or problems type: numbness throughout body"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, myofascitis, bladder disorder, urinary tract disorder, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, myofascitis, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted). Patient report after essure removal most, if not all symptoms decreased soon thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: medical records received. Events per mr: "embedded apparent essure coil at the proximal aspect" and "essure coil left consists of two fragments of stretched out coiled metallic material". No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded apparent essure coil at the proximal aspect'), device dislocation ('malposition of essure device location of device: right fallopian tube'), device breakage ('essure coil left consists of two fragments of stretched out coiled metallic material'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida (5), parity 3 (date of live births: (B)(6) 2001, (B)(6) 2004, (B)(6) 2007.), hernia repair, dysfunctional uterine bleeding and adenomyosis. Concurrent conditions included sinus operation since (B)(6) 2008, urine incontinence and breast lump. In (B)(6) , the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection"), depression ("depression"), myofascitis ("myofasciitis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypoaesthesia ("neurological conditions or problems type: numbness throughout body"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, device breakage, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, myofascitis, bladder disorder, urinary tract disorder, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, myofascitis, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted). Patient report after essure removal most, if not all symptoms decreased soon thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right fallopian tube'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included gravida (5) and parity 3 (date of live births: (B)(6) 2001, (B)(6) 2004, (B)(6) 2007.). Concurrent conditions included sinus operation since (B)(6) 2008. In 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), myofascitis ("autoimmune disorder type of disorder: myofasciitis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypoaesthesia ("neurological conditions or problems type: numbness throughout body"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, myofascitis, bladder disorder, urinary tract disorder, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, myofascitis, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted). Patient report after essure removal most, if not all symptoms decreased soon thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: positive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: this case become incident. Date of explant added. Event injury was updated to pelvic pain. Following events were added: malposition of essure device location of device: right fallopian tube, pregnancy with complication, pregnancy (stillbirth or miscarriage), abnormal bleeding (general), device ineffective, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, depression, myofascitis, bladder problems, urinary problems, numbness throughout body, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, vaginal pain and she did not underwent essure confirmation test. Reporter information, medical history and lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.